Event description:
Patient had a right total hip in (B)(6) 2004. The patient's hip was painful. X-rays showed a loose acetabular component, due or aseptic loosening according to the surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding alleged trident shell loosening was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. Insufficient medical records were received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. No further investigation for this event is possible at this time, further information is needed.

Event description:
Patient had a right total hip in (B)(6) 2004. The patient's hip was painful. X-rays showed a loose acetabular component, due or aseptic loosening according to the surgeon.